Event description:
It was reported that the physician attempted to insert a central venous catheter (cvc) at the bedside using the seldinger technique. During the insertion, the spring wire guide (swg) was noted to be kinked in more than one location. The swg sheared off at one of these kinks, with approx 30cm of swg being retained in the venous system and the frayed broken end lodging in the subcutaneous tissue of the left groin. The pt went to the operating room the next day for removal of the retained swg. There was no serious or permanent harm from this event. The retained cvc swg was removed in its entirety. The groin site healed without complication. There was no thrombosis and the swg did not migrate or cause vascular injury. Add'l info received in 2010 stated that there were no pt complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.